Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection of the infusor unit showed no signs of fluid coming out of the luer connector. The reported condition of no flow was confirmed. The root cause was determined to be drug residue blocking the fluid exit at the distal end of the luer connector. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Event description:
Baxter (B)(4) received a report of an infusor that did not flow during patient therapy. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.